Event description:
It was reported that during infusion therapy, the catheter tip separated from the shaft. The pt underwent a prescheduled above the knee amputation(5/28/1998). They did not attempt to snare it during the surgery because it would have prolonged the surgery for 30 minutes and the pt had gone into arrest. The physician stated the tip will be removed once the pt has stabilized. The pt status is unk at the time of this report.